Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was throwing the first leg assembly, a portion of the dilator, with the suture and needle at the end, detached and was captured inside the capio cage. Reportedly, the detachment occurred approximately two centimeters up along the dilator, and looked like it was sawed off. The leg assembly was never pulled through the ligament. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.